Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1 due to error code 32098. The system was tested and verified as ready for use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 1 repeatedly faulted. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the system logs and found error 32100 against usm 1. The customer stated that the usm was just replaced, and the surgeon was proceeding with three usms, with usm 1 tucked away. There were no reports of patient injury.

Manufacturer narrative:
Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and confirmed via system log errors 32100 and 32098 with a node of ac_1d and replicated in-house. The usm was tested on in-house system in normal mode where it passed related tests. The unit was tested on psc fixture test platform (pftp) where it failed yaw direction test logging error 32100 with a node of ac_3d. Golden axes controller, motor (acm) printed circuit assembly (pca) was installed, and the unit passed on retest.

Event description:
Refer to h10/h11 for follow-up information.